Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000278779 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they prepared it according to the proper procedure, but when they pulled the delivery system out of the loading device, the seal had fallen off. The product does not remain in the body. No abnormalities such as cracks were found in the hs¿ seal. A new hs# from the same lot was released, but the seal also fell off. After that, the surgery was completed using another company's product (enclose). There was a slight delay, but it was not a problem. The patient had no effect/ health problems.